Manufacturer narrative:
The catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported during catheter testing a leak was observed. The catheter was replaced. No patient involvement was reported.

Manufacturer narrative:
Correction of lot number the reported catheter leak complaint was confirmed. Visual examination found no physical damage. All infusion ports flushed without resistance except the distal port. Functional testing of the returned catheter was performed. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed on the medial balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.